Manufacturer narrative:
The insulin pump was unable to download to carelink due to several error alarms found in the alarm history file. The alarms were present due to a corrupted history file. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump would not upload data to the carelink platform. The blood glucose reading was 158 mg/dl. Upon troubleshooting, it was found that no interference occurred with the insulin pump and the contour nextlink meter. Advised replacement of the insulin pump. Nothing further reported.